Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that the clinician complained about 1 patient sample with a high glucose gen.3 (glucose) result. The clinician did not believe the blood glucose result of 189 mg/dl. The customer provided two possible dates for the date of the event, (B)(6) /2016. Clarification of the date of the event was requested but not provided. The initial glucose result was 189 mg/dl on the first c501 analyzer (serial number (B)(4)). The second c501 analyzer produced a result of 83 mg/dl. The sample was repeated on the first analyzer and that result was 84 mg/dl. All three of the results were from the same sample. It was believed that the 83 mg/dl result was correct. This result was reported to the physician. There was no adverse event. The lot number of the glucose gen.3 (glucose) assay is 151041 with an expiration of 1/31/2017. Both the calibration and quality control data were reviewed and they appear to be okay. The field service representative checked and decontaminated the system. The gear pump head was changed on (B)(6) 2016. There have been no further issues. The investigation determined that the root cause was not a general reagent problem due to the calibration and quality data being acceptable. It was determined during the investigation that there was a possible issue with the sample pipetting. The alarm trace showed one probe alarm that suggested the sample probe may have transferred too much sample due to deposits on the outside or some material finding its way into the measuring cuvette which would have artificially caused higher levels.

Manufacturer narrative:
It was confirmed that the date of the event was (B)(6) 2016. A correction has been made.